Event description:
Iritis[iritis]. Spontaneous device report, local ref #ca20031096, complaint # 2681, argus no. 2003148276ca. A physician reported that pt with a brown iris and history of glaucoma treated with xalatan (latanoprost), underwent implantation with ceeon lens 913a. The pt developed iritis in 2003. Pt was then treated with predforte (prednisolone acetate) three times daily; xalatan was discontinued. No details of treatmemt start dates and dose were given. At the time of the report the pt had not recovered. This case lacks a significant amount of medical and diagnostic data needed to provide a meaningful/accurate causal assessment. Follow up info has been requested.